Event description:
Allegedly, the patient has a metal on metal hip with a big femoral head. The doctor removed the old metal head and replaced it with a 28mm ceramic head with a sleeve that he put into another company's poly ball liner. This allowed him to leave the old cup in place.